Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error code during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was related to any previous repair. Visual inspection found the tamper seal was intact. The device was in good condition. There was evidence of the reported error in the event history log. The reported problem was duplicated during the investigation. Device was found to display 1871 error code message on power up. A defective motor was found to be the cause of the reported issue. It was recommended replacing the motor as a corrective action. The root cause of the reported issue was unknown. The product is 11 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6400.